Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6).

Event description:
The initial reporter received questionable elecsys anti-hcv ii results for an unspecified number of patient samples tested on the cobas 6000 e601 module. The customer stated that the module's results were slightly positive or just above the cutoff, while another laboratory's results using an unknown method were negative. One example of discrepant results was provided: the initial result from the analyzer was 1.29 coi (reactive). The repeat result from the analyzer was 1.31 coi (reactive). The customer reported this result as "borderline", as it was close to 1 coi. The repeat result from another laboratory using an unknown method was "negative".